Manufacturer narrative:
The provider repaired the device in the field. The unit is working properly.

Event description:
Alleges the chair broke when driving on the sidewalk and consumer hit a parked car resulting in injury. It was indicated that the chair wouldn't stop.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges the chair broke when driving on the sidewalk and consumer hit a parked car resulting in injury. It was indicated that the chair wouldn't stop.